Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after birmingham hip resurfacing procedure in the left hip on the (B)(6) 2009 due to the patient degenerative joint disease, the patient underwent a surgical intervention. The patient experienced left total hip infection and metal on metal pseudotumor of the pelvis. This intervention performed on (B)(6) 2021 consisted of an irrigation and debridement with antibiotic beads placement. During this procedure, the bhr resurfacing head and acetabular cup were excised and a pulse lavage with antibiotic saline and irricept was performed, along with antibiotic beads placed in the acetabular/hip defect. The patient was transfer to recovery room in stable condition. No further information is available to determine if a second stage was performed to implant a new prosthesis.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed due to infection and metal on metal pseudotumor. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for acetabular cup and femoral head, this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The abundant purulent material noted intraoperatively is consistent with the reported infection. However, the infection is highly likely of an exogenous nature and there is no evidence the infection was associated with the implant. The medial thigh mass is consistent with the reported pseudotumor which may be related to metal debris. However, the clinical root cause of the metal debris cannot be confirmed, and it cannot be concluded the clinical reactions were associated with a malperformance of the implant. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone; the infection is highly likely of an exogenous nature. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Additional information added: h4. Corrected data: d4 (expiration date).